Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7084411/7085191.

Event description:
It was reported that the patient had an infection. Symptom of redness and soreness were noted at the ipg incision site. The patient was placed on antibiotics. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection. Symptom of redness and soreness were noted at the ipg incision site. The patient was placed on antibiotics.